Manufacturer narrative:
This lead was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts are being made to try and retrieve the product; however, a response has not been received yet. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system with this right atrial (ra) lead was explanted due to pocket erosion. No additional adverse patient effects were reported. This lead has not been returned for analysis.

Manufacturer narrative:
This lead was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, the response received confirmed that this lead will not be returned to boston scientific for analysis. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system with this right atrial (ra) lead was explanted due to pocket erosion. No additional adverse patient effects were reported. This lead has not been returned for analysis. Additional information confirmed that this system was successfully replaced without complications and that these products will not be returned for analysis.